Event description:
It was reported that the customer's insulin pump had a prime/fill anomaly. She was unable to exit the preparing to prime loop. While troubleshooting the customer did not receive a second series of beeps nor did the numbers appear on the screen. The customer's blood glucose level was 108 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor. No beeping anomaly noted and the insulin pump passed basic occlusion and displacement tests. The insulin pump was received with minor scratches on lcd window, cracked case at the display window corners, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.